Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited a drop in impedance but was still within normal range. Noise was observed with arm movement. Episodes of noise resulting in auto mode switch episodes were also noted. No device intervention was performed. Patient was stable and will continue to be monitored.